Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they go to adjust their stimulation, sometimes the intensity was on 10, which was too high and made them 'dance,' and sometimes they couldn't get the intensity to lower. Patient said they would have to keep pushing the down arrow button to get the stimulation to go down. While on call, it took the patient 8 presses of the button before they could go from 6.5 down to 6.4. Patient noticed this issue maybe 4-5 days ago. A request was sent to the repair department to replace the controller. Patient mentioned they had their battery pack replaced recently, and the battery door didn't fit right after that; agent understood patient needed larger battery door, so sent request to repair for that as well. Additional information was received from the patient. Patient called back in and reported that the back cover did not fit. They received the replacement controller and back cover, but the back cover provided still did not fit. Agent walked patient through setting up the replacement controller and sent a request to repair to replace the back cover.